Event description:
It was reported that during the middle of a procedure the drill heated up. There was no report of any adverse consequences and the procedure was completed successfully with a backup drill. There was no medical intervention required, no delay in procedure, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered throughout the drill. The presence of corrosion can lead to increased load current within the device, resulting in heat generation from the cable assembly. The rotor assembly was replaced, and the drill was cleaned for preventative maintenance purposes. The drill was returned to the user facility.